Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. An image review was performed by an isi field service engineer (fse). The fse stated: "not sure what ¿unmade¿ means with respect to the tip material. My best guess would be they¿re referring to the white krytox lubricant at the distal end. I don¿t see any abnormality in the photo." Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the vessel sealer extend (vse) instrument tip became unmade. The procedure was completed with no reported injury. Intuitive surgical inc (isi) followed up with the distributor and obtained the following additional information: it was unknown if the instrument was inspected prior to use and surgeon had no idea what caused the instrument to break. It was unknown how long the instrument was in use prior to the breakage. Instrument did not collide with any instruments or other hard material during procedure. No diagnostic testing was performed, and patient did not return to hospital due to any post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint of "instrument tip became unmade" was not confirmed. The instrument was returned with the power cord cut off. Visual inspection did not reveal any additional damage outside of the cord. The instrument was tested and it passed the recognition an engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument received error "check energy cord connection" when trying to cut and seal.